Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away due to cardiac arrest shortly after the implant procedure. The physician stated this was unrelated to the scs implant.